Event description:
This report is being filed after the subsequent review of the following journal article: bertagnoli, r., et al. (2006). Lumbar total disc arthroplasty in patients older than 60 years of age: a prospective study of the prodisc prosthesis with 2-year minimum follow-up period. Journal of neurosurgery spine, vol 4, pages 85-90. Germany. This was retrospective review of implantation of synthes prodisc between march 2000 and january 2003. The purpose of the study was to obtain an outcome regarding the safety and efficacy of single level lumbar disc replacement in patients 60 years of age or older (minimum 2 year follow-up period). Postoperative follow-up periods were 3, 6, 12, and 24 months. The study population included 22 cases (9 men and 13 women) with median age of 63 years old (ranging 61-71 years). Surgery included single-level, two-levels and three-level cases. Complications: (n=2) unilateral footdrop (1 had preoperative evidence of circumferential spinal stenosis and recovered without other surgical intervention; 1 had loss of proprioception and vibration sensation bilaterally and required posterior decompressive procedure following adr surgery and regained ambulatory status with a single cane) percentage that experienced overall back pain: worsened between 6 months and 12 month interval from 62% to 79%; intermittent back pain worsened from 3 month at 14% to 6 month at 57% and again at 12 month intervals at 74%; overall leg pain worsened from 6 month at 43% to 50% at 12 month interval; intermittent leg pain worsened from 3 months at 33%, to 12 months at 40%; persistent leg pain was at 10% at 12 month interval and worsened to 19% at 24 month interval. Use of pain medications: occasionally use of nsaids increased from 25% pre-op to 38% post-op; use of tramadol went from 40% to 50%. This is report #6 of 6 for com-(B)(4). This report is for an unknown prodisc-l with an unknown part number, lot number and quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: bertagnoli, r., et al. (2006). Lumbar total disc arthroplasty in patients older than 60 years of age: a prospective study of the prodisc prosthesis with 2-year minimum follow-up period. Journal of neurosurgery spine, vol 4, pages 85-90. This report is for an unknown prodisc-l polyethylene inlay with an unknown part, unknown lot and unknown quantity. UDI # unknown part number, UDI is unavailable. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.